Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Device was not returned.

Event description:
It was reported that the magic 3 go hydrophilic male intermittent catheter had varying diameters, and it was difficult to break the burst pack. Stated the green sticker was breaking in pieces instead of coming off in one piece.

Event description:
It was reported that the magic 3 go hydrophilic male intermittent catheter had varying diameters and was difficult to break the burst pack. It was also stated the green sticker was breaking in pieces instead of coming off in one piece.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.